Manufacturer narrative:
(B)(4). Date of event: the reported event occurred on the night of (B)(6) 2014 - morning of (B)(6) 2014. Catalog number: the lot number was originally reported as h14e06059, but the care giver (cg) could not remember if that lot number was associated with this event. The expiration date for the suspected lot is 05/31/2019. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potential suspect lot number, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Upon conclusion of the investigation, the reported problem could not be verified and its cause unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an issue with the automated pd set with cassette during peritoneal dialysis (pd) therapy on the homechoice (hc) device. The care giver (cg) reported that the drain line from the cassette had bubbles in it and an alarm for air in line went off on the hc device. The hp thought that it might be an issue with how the drain line was positioned in the toilet. The following morning, the hp performed a manual drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.